Event description:
It was reported that the patient experienced an infection in the ipg pocket. In turn, surgical intervention was undertaken wherein the ipg was explanted. Patient is currently on antibiotics.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.